Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's basal-iq software was not adjusting insulin delivery as intended. There was no reported adverse impact to customer's blood glucose (bg) level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.